Event description:
It was reported by the patient's caregiver that the patient was not doing as well since his vns replacement surgery. The caregiver was concerned that the patient might be depressed. It was reported by the caregiver that the treating neurology medical professional was not concerned. No additional relevant information has been received to date.